Event description:
It was reported that the patient¿s implantable neurostimulator (ins) or lead ¿broke.¿ it was noted that the patient¿s last revision was on (B)(6) 2012 and the patient had a total of four surgeries. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va00bam, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was also reported that the patient was experiencing a loss of therapeutic effect with frequency and bladder leaking. The patient had pain in lower back and side. All of this was symptoms the patient was having before the ins. The patient started to have a return of symptoms a couple days before (B)(6) 2012. The patient had an x ray done a few days later. X-ray determined the patient had a broken lead. The patient ended up having to have the lead repaired on (B)(6) 2012 because it "broke". The patient thought she had 1 lead in place and that the healthcare provider had to take out both the ins and lead to revise this. It was also noted that the patient does have the same ins in, that was implanted on (B)(6) 2012. The patient was told this hasn't happened before. The patient was not certain why this occurred. The patient did not have any falls or trauma. The patient had a new lead in place and the same ins as was implanted in (B)(6) and everything now was working fine. It was also reported that the patient had 4 surgeries regarding the implant. She had surgery on (B)(6). The surgery on (B)(6) was to repair the device because one of the leads broke.